Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 201, product type: lead. . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s friend/family member regarding a patient that was implanted with a neurostimulator for spinal pain. It was reported that the patient had their ins removed one or two years ago because the implant was continually causing the patient pain regardless of the manner that it was adjusted and at a certain point the implant had stopped charging. They stated that the patient went to the implanting healthcare provider (hcp_ about the issue and they kept telling the patient to come in for numerous adjustments over the better half of about two years, but nothing worked. The caller stated that the implant was never fully properly functional, and it was because of the way the surgeon placed the system. They stated that they thought that there could be factory defects and they wanted the implant to return after it was removed, but the hcp never sent it in. The patient stated that they were now follow-up with another neurosurgeon that told the patient that it was best for them to leave the leads in. It was asked but was unknown when the implant stopped charging. The caller stated that all issues occurred since implant ((B)(6) 2012). No further complications were reported/anticipated.